Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic.

Event description:
According to the initial reporter: a female patient of unspecified age underwent an ercp procedure in which the evolution biliary controlled-release stent, g23128, was used. The doctor advanced in with the delivery system, saw the marker outside of the ampulla and the nurse started deployment. Once got to the point of no return the physician says to deploy but no stent in ampulla. Per fluoroscopy the stent deployed above the stricture (physician stated it didn't look like at 10x6 stent). The doctor tried to recapture which was unsuccessful as the string came off of the stent. A (another manufacturer's) stent was placed. The physician then tried an extraction balloon to pull the evolution stent down which was also unsuccessful. The patient was scheduled on (B)(6) or (B)(6) 2022 for the removal of the mass on the pancreas and will remove the evolution stent.